Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, de novo lesion in the mid circumflex. Reportedly, resistance was felt when attempting to advance the 2.50 x 8mm nc trek balloon catheter through the coronary anatomy. When advancement could not be completed, resistance was felt during removal from the guide catheter, due to the bend in the distal shaft. When completely removed from the guide catheter, it was noted that the distal part of the catheter was broken close to the transition point of the catheter. The procedure was successfully completed with a new balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported break near the notch was not confirmed; however, it was twisted and kinked at that area. The reported resistance with the guiding catheter could not be tested due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.